Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece. The measured full helix extension length was within specification. Visual and x-ray examination, and electrical testing of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead¿s helix failed to extend. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.